Event description:
It was reported that during a microlaryngoscopy - vocal cords procedure the tip of the fiber broke off after 12 minutes of use in cw mode with 5watts. The physician was able to retrieve the tip and completed the procedure with another of the same device. There were no patient complications.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection under microscope, showed that the fiber tip appeared to have been used, and showed remnants associated with a breakage or cracking. The reported event is confirmed based on this device finding. There were no obvious damages to the fiber body or connector. During functional testing the fiber was attached to a light source. The testing conducted showed energy transfer through to the tip. Only minor imperfections associated with use were identified. The device history record confirmed that the fiber met specification prior to release. Based on device analysis and information available, it is probable that physician technique, size and composition of the material being ablated, may have contributed to the observed fiber tip damage. According to the device instructions for use (IFU), it is indicated that the co2 laser fiber is designed to be used in non-contact mode. Keep inadvertent contact between the fiber tip and tissue to a minimum. Firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection under microscope, showed that the fiber tip appeared to have been used, and showed remnants associated with a breakage or cracking. The reported event is confirmed based on this device finding. There were no obvious damages to the fiber body or connector. During functional testing the fiber was attached to a light source. The testing conducted showed energy transfer through to the tip. Only minor imperfections associated with use were identified. The device history record confirmed that the fiber met specification prior to release. Based on device analysis and information available, it is probable that physician technique, size and composition of the material being ablated, may have contributed to the observed fiber tip damage. According to the device instructions for use (IFU), it is indicated that the co2 laser fiber is designed to be used in non-contact mode. Keep inadvertent contact between the fiber tip and tissue to a minimum. Firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off.

Event description:
It was reported that during a microlaryngoscopy - vocal cords procedure the tip of the fiber broke off after 12 minutes of use in cw mode with 5watts. The physician was able to retrieve the tip and completed the procedure with another of the same device. There were no patient complications.

Event description:
It was reported that during a microlaryngoscopy - vocal cords procedure the tip of the fiber broke off after 12 minutes of use in cw mode with 5watts. The physician was able to retrieve the tip and completed the procedure with another of the same device. There were no patient complications.